Event description:
Our distributor reported a software issue on the programmer and wants to send the programmer for inspection.

Event description:
Our distributor reported a software issue on the programmer and wants to send the programmer for inspection.